Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver 5% dextrose in water via a symbiq pump. After an unspecified length of time in use, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of leucovorin. The primary solution container was lowered by "two sticks" below the secondary solution container. The customer contacted indicated that approx 45 minutes after the delivery was started, the nurse noted the primary solution container was "swollen." It was reported the remaining solution in the secondary container was delivered followed by the approx. 250ml of solution in the primary solution container. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.